Event description:
It was reported that the device was explanted. The implant duration was approximately 83.9 months. This information was learned from implant patient registry. Through follow-up with the surgeon, it was learned that the device was explanted due to aortic stenosis. The operative report, stated that the valve was also calcified, creating stenosis and insufficiency. The device history record (DHR) review is currently in process.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned of through the implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.